Event description:
On three different occasions in the past week, secondary tubing has disconnected at the blue hub, causing a break in integrity to the closed sterile system. No harm to pt noted at this time, but is of concern with break of integrity in sterile system.